Event description:
It was reported that, the product broke into two pieces and the tip of it broke off in the vertebrae and could not be removed.

Manufacturer narrative:
(B)(6). (B)(4). PMA 510(k) : I referred different probes straight ( 836-037 ) , curved ( 836-036 ) and flat ( 803-290) and found all of them to be exempt. Neither device nor applicable imaging studies received . Hence, no conclusion can be drawn.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.